Manufacturer narrative:
(B) (4). Evaluation: results: (thrombosis, tvr).

Event description:
The patient had three lesions treated. One endeavor rx drug-eluting stent implanted to mid lad. One endeavor rx drug-eluting stent implanted to 1st diagonal branch. One endeavor rx drug-eluting stent implanted to mid rca. Patient was asymptomatic at 1 month, 6 month and 1 year follow-up. Patient had cardiac status of stable angina at 1.5 year follow-up. Approximately 20 months post index procedure, stent thrombosis of the mid rca was reported to have occurred. Associated clinical signs and symptoms was angina. Stenosis diameter was 50-70%. Patient was taking asa and clopidogrel 24 hours prior to event. It is reported that a revascularization was performed as a result of this event. Investigator reports that stent thrombosis and revascularization were related to study stent.